Event description:
Same case as MDR ID: 2134265-2012-01483. (B)(4). It was reported that the patient experienced a myocardial infarction and in-stent restenosis post procedure. Target lesion one was located in the 1st diagonal artery with 95% stenosis was 29 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 mm x 32 mm promus element stent, with 0 % residual stenosis. The target lesion two was also located in the 1st diagonal with 95 % stenosis was 17 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre- dilatation and placement of a 2.25 x 20 mm promus element stent. Following post-dilatation residual stenosis was 0%. In (B)(6) 2012, the subject presented with recurrent chest pain lasting more than 20 minutes which was diagnosed as acute myocardial infarction and was hospitalized on the same day. ECG changes were indicative of ischemia and suggested a non q-wave myocardial infarction with st elevation and depression. The patient had elevated cardiac enzymes and a myocardial infarction was reported (peak ck values = 738 u/l and peak troponin value = 6368.0 ng/ml). It was noted that the subject also experienced ischemic symptoms. Also, stent thrombosis in the distal rca was treated with balloon angioplasty. The subject was discharged on an unspecified date in (B)(6) 2012. The patient was hospitalized again in (B)(6) 2012 for scheduled coronary artery bypass graft surgery (CABG). In (B)(6) 2012, coronary angiography revealed a 95% focal in-stent restenosis of the previously placed study stent in the 1st diagonal artery. The patient underwent CABG with unknown graft to the 1st diagonal to bypass the left anterior descending artery and another non target vessel was also bypassed.

Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: 1938. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).